Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a defect of the patient board, due to long-term use.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the customer report of image does not show on monitor was confirmed due to faulty patient board set. Worn video connector latch, corroded top cover and bottom chassis. Software update recommended. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It was reported that the image does not show on the monitor of the evis exera iii video system center. No patient harm or injury occurred due to this malfunction.